Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the implant fractured and the doctor decided to put the implant to sleep.

Manufacturer narrative:
This report is being relayed for a correction in the previous report MFR-0001038806 - 2020 - 00012 - 1. The following sections have been corrected: b5: describe event or problem; h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A partial of the reported device with abutment and crown attached was returned for investigation. Visual evaluation of the as returned product identified that the implant had fractured across the threads, separating the returned upper-portion of the implant from the lower portion, which was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth # 19 and was used for approximately 1 year. X-ray images were provided and show the implant in place both before and after the reported fracture event. The reported fracture could not be verified in the x-ray. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the item dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/ product holds for the reported device related to the reported event. Complainant reported implant fractured. The product was returned and the reported complaint is confirmed through visual evaluation of the returned product. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' The following sections have been corrected: d10: device available for evaluation change ¿no' to 'yes.'

Event description:
No device lot number was provided so a device history record review and a complaint history review could not be performed.